Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image shows a completely white screen. A root cause could not be identified. Based on the results of the investigation, the findings do not lead to a cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited a snowy image during inspection for use in an unspecified procedure. There were no reports of patient involvement.